Event description:
Pt is a woman who had synvisc placed in knee in office in late 2008. He started to feel gradually worse, and ended up hospitalized in serious condition with bilateral pleural effusions and pericardial effusion with essentially whole body reaction and inflammation. Pt responded quickly to large dose prednisone, and over the course of 6 weeks was gradually weaned off, and currently feels well. Three injections to right knee over 3 weeks of synvisc. Dates of use: 2008, 3 weeks - 3 injections. Diagnosis or reason for use: arthritis right knee. Event abated after use stopped or dose reduced? Yes.